Manufacturer narrative:
Evaluation summary: based upon inquiry info rec'd visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the base of the st holster is loose and is not fitting into the lorad table. The customer has reported that, the holster is not flush and has requested to replace the base. There have been no patient consequences reported.